Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received a temperature alarm while charging the pump. The customer was able to resume insulin and the room conditions were reported as ¿normal air conditioned¿. The customer's blood glucose level was not affected.